Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00116. It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 20mmx3.00mm and a 15mmx2.50mm nc quantum apex¿ balloon catheters were advanced for dilation in unknown order. However, during procedure, the balloons ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire. There were numerous kinks throughout the shaft. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall 6mm proximal of the distal markerband. Microscopic examination presented no irregularities in the balloon material or the markerband that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00116. It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 20mmx3.00mm and a 15mmx2.50mm nc quantum apex balloon catheters were advanced for dilation in unknown order. However, during procedure, the balloons ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.